Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) the cartridge being used cracked. Additional information was requested.

Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., and h.10. The cartridge was not returned for evaluation a photo was provided of the nozzle and tip of the cartridge. The lens can be observed advanced into the cartridge tip. It appears to be in an acceptable folded position. A plunger can be observed located at the trailing optic edge. A split can be observed on the top of the cartridge tip, which extends back into the thick nozzle area. Product history records were reviewed and documentation indicates the product met release criteria. The associated iol is qualified for use with the company iii (d) cartridge. It is unknown if a qualified viscoelastic was used. The root cause for the reported event cannot be determined. Based on review of the provided photo, the company iiii (d) cartridge is damaged. It is difficult to make a determination of root cause without evaluating the physical product. In the photo, the damage extends back into the thick nozzle area. Unusually high internal forces would be needed to create damage in this area. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. The handpiece plunger appears to be properly located. However, the position of the iol/plunger during advancement cannot be determined. Viscoelastic cannot be determined from the photo. The manufacturer internal reference number is: (B)(4).